Event description:
It was reported that the patient underwent fusion surgery at l4-5 and l5-s1 uwing rhbmp-2/acs. Post-op, the patient presented with swelling in the feet. The patient complained of occasional back pain still, but his chief complaint was swelling in his feet. No treatment has been provided to date for the feet swelling. Patient is doing well.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.